Event description:
The patient presented to the physician with complaints of itchiness and burning sensations at the chest incision site since the implant procedure. On examination, the physician noted that the stimulation lead was superficial and nearly visible through the skin. Due to concerns about a possible allergic reaction, a course of steroid injections was administered.

Event description:
Patient presented back to the physician with continued itchiness and burning sensations at the chest incision site, and the stimulation lead remained superficial. Physician brought the patient into the or, removed the ipg and sensing lead, placed a newer ipg model in the pocket, sutured, and closed.